Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: during investigation time and date reset was verified in the black box. The pump powered down and lost time on (B)(6) 2013 17:50 then date and time was corrected on (B)(6) 2013 18:00, pump was exercised for 24 hrs. On a 1 unit per hour basal program. Pump was powered down for 6hrs. And then powered up. The time and date reset to factory default. Opened pump and found the internal battery was corroded. Unrelated to the complaint, the display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim pink display and a leaking internal battery. This report is made based on the results of an investigation completed on (B)(4) 2013.